Event description:
I had several surgeries that made me think that it might be bad mesh. Hernias in stomach. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: yes. (B)(6) hospital, 20x25 strattice mesh 6x8 proceed mesh, (B)(6) hospital proceed mesh. Preoperative diagnosis: ventral incisional hernia. Indications: the pt is a (B)(6) male who had previously undergone ileostomy, ileostomy takedown, and had a large ventral incisional hernia. I discussed with him the risks, benefits, and alternatives to surgical intervention including possible bowel injury, possible hernia recurrence, infection and feeding. The pt understood and wanted to proceed. Description of procedure. The pt was identified in the holding area and consent was confirmed. He was taken to the operating room and placed in supine position. After appropriate anesthesia care was provided, his abdomen was clipped, prepped, and draped in standard surgical fashion. A 10 mm port was placed in the left upper quadrant. This was a visiport, and it placed easily. We then insufflated the belly up to 15 mmhg and placed two other 5 mm ports under visualization. We then took down the adhesions bluntly and sharply and mobilized all of the adhesions away from the fascial defect. We then brought up a piece of proceed mesh that was 13 x 10 inches. We then did stay sutures at the top and bottom overlapping the fascial defects by approx 6 cm. We then, using a stapler device, stapled the mesh circumferentially in 2 layers. We used absorba tacks. We left the tacks close to the mesh on the outer layers so there would not be any mesh overhang, and then tacked the second row of tacks closer to the fascial defect. After this was done, we irrigated and suctioned. Hemostasis was evident. We removed the ports. No bleeding from the port sites. We then closed the skin edges using 4-0 monocryl. Sterile dressings were applied. The pt tolerated procedure well, was x-rayed and returned to the recovery room. At the end of the case, sponge and needle counts were reported as correct. Estimated blood loss was less than 100 ml. No obvious complications. Please see reports mw5055970 and mw5055971.